Event description:
It was reported by the customer that the stitching on the strap of the sling detached during initial use. From the info received from a third party and the comprehension of the MFR, the sling failed while it was used to transfer a pt with a maximove floor lift. Upon taking up the weight of the pt, tearing was heard and the lifting ceased. No injuries were sustained.

Manufacturer narrative:
This report is being filed under (B)(4) by arjo (B)(4) on behalf of the MFR bhm medical (B)(4). Facility stated that the sling was torn and the stitching was broken on both fixing points; pictures have been provided and illustrate the damage described to the sling. The evaluation of the device to date has been carried out by a representative of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the MFR's investigation.